Event description:
It was reported that a patient using an ilet insulin pump experienced high blood glucose after initiation of therapy, and the caregiver expressed concern that insulin delivery was not occurring; the healthcare portal confirmed delivery and the system¿s initial conservative dosing behavior was noted. Symptoms included hyperglycemia. Outcomes included return of glucose to target after a period of elevated readings, without hospitalization or medical intervention. Investigation included user interview and review of device performance through the healthcare provider portal. Investigation of this case revealed that the ilet was delivering insulin and was operating in its early learning phase, which can result in slower correction. It was concluded that the event involved hyperglycemia with an unclear cause and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.